Event description:
It was reported by service report that the surgistool would not lower or pump-up correctly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.